Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the catheter was unconfirmed as the problem could not be confirmed from the returned images. A photograph and four fluoroscopic images were returned for evaluation. The photograph showed an intact 3fr single-lumen groshong catheter. The four fluoroscopic images were of the right chest and arm. The implicated right-sided PICC was present in the first image with the distal end of the PICC overlaying the distal svc. The second image showed a wire within the catheter shaft. The third image showed the catheter and wire as they were simultaneously withdrawn. The fourth image was taken after the catheter was removed. There was no evidence of catheter kinks or breaks in any of the returned images. There was nothing in the returned images that could be used to confirm the initial difficulty encountered during catheter removal or identify a specific cause. It should be noted that the event description and returned images indicate that a wire had been inserted into the guidewire to aid in catheter removal; the catheter should be removed per the instructions for use. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that one patient had a catheter in place for 433 days. Preoperative upper extremity venous ultrasound examination revealed no abnormalities. During the procedure, a 0.018-inch guidewire was advanced through the PICC lumen into the right atrium. Once the guidewire was in place, the force of manual traction on the catheter could be significantly increased. Under fluoroscopic guidance, the guidewire and catheter were withdrawn simultaneously. No catheter breakage occurred during the entire process. After the catheter was removed, fluoroscopy confirmed that there was no residual catheter in the body. No other information was provided.